Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, a 6f exoseal vascular closure device (vcd) failed to deploy. Manual compression was applied for hemostasis. There was no reported patient injury. The deployment button was fully pressed and flush with the handle. After removal from the patient, the plug did not detach from the device. There were no obvious signs of device or packaging damage prior to use. The procedure was performed using a retrograde approach. The physician achieved certification on the use of the exoseal vascular closure device (vcd). Angiography confirmed suitability of the femoral artery, including confirmation that the angle of sheath introducer insertion was 30¿45 degrees, the vessel diameter was greater than or equal to 5 mm, and no significant calcification, plaque, stents, or stenosis greater than 50% were observed at or near the puncture site. Prior to use of the device, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Additional information was requested but not provided. One non-sterile vascular closure device 6f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received pressed, while the guard was locked. The plug was deployed and the indicator wire was found to be retracted. The exoseal was already inserted into a non-cordis 6f catheter sheath introducer (csi). Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was conducted; however, it could not be completed, as the unit presented a deployed state. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and the result was within specification. A high magnification microscopic evaluation was performed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿ was not observed through analysis of the returned device as the device was received fully deployed and the plug was not returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. The device received does not match the event reported. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the deployment difficulty, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) failed to deploy. Manual compression was applied for hemostasis. There was no reported patient injury. The deployment button was fully pressed and flush with the handle. After removal from the patient, the plug did not detach from the device. There were no obvious signs of device or packaging damage prior to use. The procedure was performed using a retrograde approach. The physician achieved certification on the use of the exoseal vascular closure device (vcd). Angiography confirmed suitability of the femoral artery, including confirmation that the angle of sheath introducer insertion was 30¿45 degrees, the vessel diameter was greater than or equal to 5 mm, and no significant calcification, plaque, stents, or stenosis greater than 50% were observed at or near the puncture site. Prior to use of the device, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Additional information was requested but not provided. The device will be returned for evaluation.